Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices following a surgical procedure for another scs system implant. Troubleshooting was tried to no avail. The ipg was deemed inoperable. Subsequently, surgical intervention was taken on (B)(6) 2017 wherein the ipg was explanted and replaced with another model which resolved the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.